Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "there was a blockage at the level of the filter, but filter was not occluded". Patient condition unknown at time of report. Attempts for additional information requested to the customer has been unsuccessful.

Event description:
It was reported that: "there was a blockage at the level of the filter, but filter was not occluded". Patient condition unknown at time of report. Attempts for additional information requested to the customer has been unsuccessful.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The manufacturing facility reports that in the current manufacturing procedure 100% visual inspection, drop test (by sampling) and 100% leak test inspection after the assembly process is conducted; thus, any defective product would be detected prior to release. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.